Event description:
Approximately two hours into hemodialysis treatment, patient c/o itching, shivering & chills. Temperature 97.9 (pre-temp 95.4). Benedryl given with relief of symptoms. Patient stayed and continued with treatment. Temperature post 94.0. Blood cultures x 3 all negative. Patient had no signs and symptoms of infection and dialyzed subsequent treatments with difficulty. Dialysis machine cobe century 2invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.